Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-04. H6: investigation summary: customer returned one (1) 0.5ml insulin syringe from lot 9324157. Consumer reported needle hub separated when removing shield. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 9324157. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. There was one (1) notification noted for raised needle assemblies. There was one (1) notification noted for cracked hubs. Bd was able to confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Capa1630423 has been opened to address this issue. H3 other text: see h10.

Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: pharmacist called on behalf of consumer. Stated, needle hub separated when removing shield did not know if consumer had sample and said she would call him and have him call me back lot: 9324157; catalog: 328509; date of event: (B)(6) 2020.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: pharmacist called on behalf of consumer. Stated, needle hub separated when removing shield did not know if consumer had sample and said she would call him and have him call me back. Lot: 9324157. Catalog: 328509. Date of event: (B)(6) 2020.